Manufacturer narrative:
Pending investigation from the contract manufacturing organization.

Event description:
Patient reported he had issues with one of the reconstitution needles and one of the dosing needles. He requested 2 of each needles with next shipment. No further information provided.

Manufacturer narrative:
No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Both batches were inspected and accepted based on meeting inspection control plan and subsequently approved for shipment. A trend analysis was performed and no trend was identified.

Event description:
Patient reported he had issues with one of the reconstitution needles and one of the dosing needles. He requested 2 of each needles with next shipment. No further information provided.